Event description:
It was reported that an ecs29 and cs40g device were used during an open sigmoid colectomy procedure on (B)(6) 2011. The patient returned to the or on (B)(6) 2011 for a post-op leak. They found the interior side of the ecs29 staple line was leaking. The patient received a diverting ilesotomy. The ilesotomy is temporary. Prior to the procedure, the patient already had a transverse loop colostomy. The patient is diabetic and a smoker. Both devices were discarded. No other details were provided. Additional information was requested.

Event description:
.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information: the event information states, "they found the interior side of the ecs29 staple line was leaking." Should it state inferior and not interior? Anterior. The initial information indicated that "the patient already had a transverse loop colostomy." Was the surgeon trying to put the patient back together or did the patient have it for years? Trying to put her back together. Was the cs40g used for the proximal and distal transaction? If not, what devices were used? Distal. Were there any issues with the cs40g? If so, please explain. If not, was the product code provided merely to indicate that the device was used during the case? No. Correct. What purse string technique was used? (Ex. Hand tied purse string, purse string device) purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Covidien device. Was the spike of the trocar inserted lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached clicked anvil when the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near contour staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch and until unable to fire. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test and donuts. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unknown. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. What is the patient's age and sex? Unknown. When does the surgeon plan on reversing the colostomy? Unknown. Is a video, x-ray or pathology specimen and/or report available? No.